Manufacturer narrative:
P-cap was attached and locked into place properly during testing. Unit powers up properly after battery installation. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 11.0 received the lowbatteryalert (104) on 10/16/2025 21:39:00 faster than expected at 0.01 days. Battery cycle 4.0 received the lowbatteryalert (104) on 10/16/2025 13:37:00 after more than 7 days at 15.72 days. Battery cycle 3.0 received the lowbatteryalert (104) on 09/30/2025 18:14:00 after more than 7 days at 15.32 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage was found during visual inspection, however unit was separated to the electronic stack due to electronic defect. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, stained keypad overlay, label damage, cracked case, cracked battery tube threads, and cracked case (battery tube). In summary, the customer¿s allegation of unexpected battery power loss was confirmed per the pump history records, unit was separated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm without a prior low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.